Event description:
A primary titanium shell was implanted. They tried to implant an osteolock screw which is not compatable with that device. It would not seat properly and the head of the screw stripped off while trying to explant it. The head of the screw was removed to keep it from interfering with the liner but the body of the screw remained in the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.